Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/15/2026, at approximately 5:45 pm, the patient received a ¿critically low¿ alert from the cgm, with a reported reading of approximately 60 mg/dl. At that time, the patient experienced nausea, headache, and a general feeling of being unwell. Due to these symptoms, the patient contacted emergency medical services (ems). At approximately 6:00 pm, emergency medical technicians (emts) arrived and performed a fingerstick blood glucose (fsbg) measurement, which indicated a glucose level of approximately 610 mg/dl, demonstrating a significant discrepancy from the cgm value. The emts advised that the elevated glucose level was consistent with diabetic ketoacidosis (dka). The patient was transported to the emergency department (ed) by ambulance. During transport, emts attempted to establish intravenous (IV) access but were unsuccessful; therefore, no medications or fluids were administered en route. Upon arrival at the ed, the patient received IV fluids and medications (unspecified) and was transferred to the intensive care unit (ICU) for continued monitoring and treatment. The patient remained in the ICU for approximately 24 hours and continued receiving IV therapies before being transferred to a stepdown unit. The patient was unable to recall additional cgm or bg measurements obtained during hospitalization. The total duration of hospitalization lasted until (B)(6) 2026, at which time the patient was discharged. At discharge, the patient continued insulin therapy and adherence to a diabetic diet. The patient reported that follow-up evaluations were satisfactory and that she was feeling better. The dexcom sensor remained in use throughout the event and was not removed prior to completion of its wear period. At the time of reporting, the patient indicated she was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.